Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The fenestrated bipolar forceps instrument was found to have a frayed grip cable at the distal idle pulley. Additional observations which were not reported by the site: the instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage at the base of one of the grip tips. Electrical continuity test was performed and passed. No damage to the conductor wire was observed. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.091 - 0.176 in length and were not aligned with the tube axis. This type of failure is commonly associated with mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the fenestrated bipolar forceps instrument was found to have a broken cable. No fragments fell into the patient. The procedure was completed with no reported injury.